Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 465 mg/dl, 113 mg/dl, and 90 mg/dl. On a different day, customer reportedly received results in the "400's mg/dl, 100's mg/dl, and 300's mg/dl within 10 minutes. Readings occurred with two different vials of test strips from the same lot. Customer is not sure which vial was used with each set of results. No adverse event reported. Return of the suspect device was requested for evaluation.